Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vascular damage could not be determined. The instructions for use referenced in the initial report is for the impella cp with smart assist for use during cardiogenic shock and high risk pci in section: warnings & cautions: cautions added- b5 mso review, h6 component code 925, b7 relevant history added e1 international phone number added d6a/d6b f6/f8-should have been left blank in the initial report. H6 component code 925 added.

Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to exclude use of the device from the outcome.

Event description:
The user facility reported an 82 year-old male was implanted with an impella cp device for mechanical circulatory support and for pre-operation placement. Vascular dissection of the artery occurred when the impella cp device was removed. The vessel was repaired with a stent. The patient remains stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta."